Manufacturer narrative:
Additional information has been requested. Part number associated with device only sold in europe. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Injected chronos in calcaneus to fill a bone defect from a cyst. Two weeks postop patient experienced pain. Patient underwent a second surgery on (B)(6) 2011 for debridement of chronos as chronos did not harden. This is the 3rd of 3 reports submitted on this event.